Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to inappropriate interpretation of signal. No intervention was done. There were no patient consequences.